Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID: 2134265-2018-02920. It was reported the devices were damaged and recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the patient¿s laa. A 33mm watchman ® laa closure device & delivery system (wds) was advanced and deployed. The sizing of the closure device was not adequate for the laa. When attempting to fully recapture the closure device difficulty was noted. It was further noted the was was kinked during the recapture and the wds was "broken down". The procedure was completed with a 30mm wds and another was. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Describe event or problem , device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR: returned product consisted of the watchman access system (was). The device was bloody. The hub, sheath, and tip were microscopically and tactile inspected. Inspection revealed a kink in the sheath located 4.5 cm from the tip, and there was tip damage (delamination)/slight misshapen). The sheath of the was was lined up with the related device (wds) and the damage (kinks) line up with each other. Due to the damage in both this device and the related device, functional testing could not be done. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported the wds was not "broken down" as previously noted. The device could not be fully resheathed, but there was no damage noted to the device. "Broken down" was referring to the was and was actually describing a kink in the was.